Manufacturer narrative:
(B)(4). The device was received and was evaluated. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection and functional tests were performed with no observations reported. Full functional testing, electrical safety testing , calibration and simulated therapy was performed with no additional defects and malfunctions found. Upon conclusion of the investigation, the cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced an unspecified system error, while using the homechoice device. It was reported that the patient ended therapy early and completed therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the event history log was performed and identified the following alarms: low drain volume, check heater line, drain not finished, check patient line, and check your position. The reported unknown alarm was determined to be a low drain volume alarm. The cause of the alarm could not be determined. Should additional relevant information become available, a follow up report will be submitted.